Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged, causing the cartridge to not fit well in the pump. There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem customer technical support regarding the issue.